Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.